Manufacturer narrative:
Gehc surgery field service engineer found calibration floppy disk to be faulty. Replaced calibration disk and verified system operation. Unit is functional and operates as intended.

Event description:
User reported system gives kv error when making film shots.